Event description:
It was reported that when preparing to insert the PICC catheter, the customer opened the product package and inspected for integrity, finding that the micro-introducer was damaged.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx4608 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheath split is confirmed and appears to be manufacturing related. One 4.5 fr x 5 cm microez microintroducer and additional kit components were returned for evaluation. One photo sample of a microez microintroducer was also provided for evaluation and appears to correspond with the returned sample. A longitudinal split extending from the sheath was visible. Microscopic inspection of the split revealed even edges. Material fibers were observed to be partially connected towards the proximal end of the split. The conditions during storage and handling of the device are unknown and may have been contributing factors. Since a longitudinal split was observed to be present , the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported that when preparing to insert the PICC catheter, the customer opened the product package and inspected for integrity, finding that the micro-introducer was damaged.